Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they are getting at least one meter error 1 in the afternoon or evening, every week. The patient stated when these occur she is often less than 10 feet between the meter and pump. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter error issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2013 with the following findings:the meter powered up normally and paired successfully with test pump. No errors occurred during the investigation. All keys are responsive. Initializing rf failed alarms was observed in meter history. The complaint was verified in the meter history but could not be duplicated during the investigation.